Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker device appeared to be depleting prematurely, as the estimated remaining longevity was less than expected. A request was made to have data from this device analyzed. Technical service advised to download device data for them to review battery consumption status. At this time, no device data has been sent, and there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. New information was received indicating device data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. New information was received indicating that this pacemaker device was surgically explanted, and a new device implanted. The explanted device is expected to be return. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker device appeared to be depleting prematurely, as the estimated remaining longevity was less than expected. A request was made to have data from this device analyzed. Technical service advised to download device data for them to review battery consumption status. At this time, no device data has been sent, and there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of the device memory revealed that no suspicious faults or resets were recorded while implanted. Although the battery voltage was lower than expected, there was sufficient capacity remaining to support full device function. The device case was removed and detailed analysis revealed a high current drain. Further testing confirmed the presence of an internal crack within a low voltage capacitor, which caused a high current drain and resulted in an unexpected drop in remaining longevity.

Event description:
It was reported that the battery of this pacemaker device appeared to be depleting prematurely, as the estimated remaining longevity was less than expected. A request was made to have data from this device analyzed. Technical service advised to download device data for them to review battery consumption status. At this time, no device data has been sent, and there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. New information was received indicating device data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. New information was received indicating that this pacemaker device was surgically explanted, and a new device implanted. The explanted device is expected to be return. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned, and product analysis complete.